Manufacturer narrative:
H3. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the ht70 ventilator did not have a power off alarm. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue and replaced the control board. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated in the field to potential fault in control board. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ht70 ventilator did not have a power off alarm. The ventilator was not in use on a patient at the time of the reported event.